Manufacturer narrative:
D.4. Medical device catalog#: 366592. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd microtainer® contact-activated lancet the needle broke. The following information was provided by the initial reporter, translated from japanese to english: a dm certified nurse received it from a patient. It is unknown at what timing it broke.

Manufacturer narrative:
H.6. Investigation summary: bd received a broken needle from the customer facility for investigation. The broken needle was dimensionally evaluated and the customer's indicated failure mode for a broken needle with the incident lot was not observed, as the broken needle does not match the specifications of the blade for the reported lancet (cal). Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10

Event description:
It was reported that during use of the bd microtainer® contact-activated lancet the needle broke. The following information was provided by the initial reporter, translated from japanese to english: a dm certified nurse received it from a patient. It is unknown at what timing it broke.

Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd microtainer® contact-activated lancet the needle broke. The following information was provided by the initial reporter, translated from (B)(6) to english: a dm certified nurse received it from a patient. It is unknown at what timing it broke.